Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient's vns was removed due to an infection. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications and was sterilized prior to distribution. No additional or relevant information has been received to date.

Event description:
Follow up was performed with the patient's neurologist to determine the believed cause of the infection and when the infection developed. Information was received that the infection occurred at the generator site and that it was due to the patient scratched the incision. It was also confirmed that the lead was removed due to the infection as well. A review of device history records for the lead was performed and shows that no unresolved non-conformances were found. The device met all specifications and was sterilized prior to distribution. No additional or relevant information has been received to date.